Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the keypad was unresponsive. Blood glucose level at the time of the incident was 120 mg/dl. The customer reported that she removed the battery, but the display remained on the screen. Customer was advised to remove the battery for two hours and call back if these issues persisted. The insulin pump was not replaced or returned for analysis.